Event description:
A (B) (6) female pt contacted zoll lifecor customer support service to report that her monitor made a popping noise and the screen went blank. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has not yet been completed. A supplemental report will be submitted upon receipt of eval.